Manufacturer narrative:
Continuation of d10: product ID 8578 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 23-feb-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1500 mcg/day) via an implanted pump. It was reported that the patient was experiencing withdrawal symptoms two days after undergoing a routine pump replacement procedure. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, the pump replacement procedure was noted. The physician was not able to aspirate from the catheter access port (cap) on the day the symptoms occurred. During the procedure, after unsuccessful attempts of aspirating, the surgeon replaced the pump segment of the catheter, and achieved successful aspiration from the pump¿s cap. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.